Event description:
Patient revised to address osteolysis, and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search for the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after fifteen years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.